Manufacturer narrative:
The device was not returned to zoll for evaluation; however, technical support worked with our distributor who was at the customer site. The distributor confirmed the reported tf316 error. The issue was isolated to the blower, which was subsequently replaced to resolve the problem. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that device experienced a technical failure 316. There was no patient involvement during the reported malfunction.